Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2019. The patient's wife stated that after the sensor fell off on (B)(6) 2019, patient noted redness, swelling, pain and discharge of pus at the insertion site. Patient sought medical attention from his general practitioner on (B)(6) 2019, who provided fucidin cream to treat the infection and suggested that the patient wear the sensor on the arm. At the time of contact, the patient was felt well, and the infection healed without residuals. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional event or patient information is available.